Event description:
It was reported that the device had reset. The device is at elective replacement indicator (eri). The patient was admitted due to falling. The device is still in use. No further patient complications have been reported as a result of this event. The device was later removed and returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Source type changed from company rep to unknown. Evaluation summary: (B)(4) device analysis found normal battery depletion.

Event description:
It was reported that the device had reset. The device is at elective replacement indicator (eri). The patient was admitted due to falling. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.